Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer parent reported via phone call that the insulin pump piston was not working. Customer did not recall blood glucose at the time of incident. Troubleshooting was not performed because customer was in prison. The issue happened during normal use. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. The insulin pump also passed off no power alarm test. The insulin pump was unable to prime during prime test due to loose/protruded drive support disk. Unable to perform the basic occlusion test, occlusion test and excessive no delivery test due to prime/fill anomaly. The motor functioned properly during testing. No drive/motor anomaly noted. The motor was tested outside the device and passed. The insulin pump had minor scratched display window, scratched case, cracked reservoir tube lip and a missing end cap sticker.